Event description:
It was reported the patient experienced ineffective stimulation and unable to enter MRI mode due to a fractured lead. X-rays confirmed the lead fracture. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.